Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1010) on 28-aug-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("she bled for over 3 months straight/ abnormally heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and discomfort. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2009 to (B)(6) 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant), mood altered ("moodiness"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), dyspareunia ("painful sexual intercourse"), weight increased ("weight gain"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdomen pain"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), anxiety ("emotional anguish"), fibromyalgia ("fibromyalgia"), neuralgia ("nerve pain") and hypoaesthesia ("numbness in legs"). In (B)(6) 2015, the patient experienced procedural pain ("following the partial hysterectomy, plaintiff suffered a painful post-operative recovery"). In 2017, the patient experienced uterine polyp ("endometrial polyps"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("started to have pain in ovaries"), pelvic pain ("chronic pelvic pain"), back pain ("severe lower back pain"), abdominal distension ("severe bloating ever since, looked 8 months pregnant"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2015partial hysterectomy,left ovary and tube salpingooophorectomy ,right tube salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain was resolving, the genital haemorrhage had resolved, the uterine haemorrhage, ovarian cyst, adnexa uteri pain, pelvic pain, back pain, procedural pain, anxiety, mood altered, fatigue, vaginal haemorrhage, menorrhagia, depression, fibromyalgia, migraine, headache, neuralgia, hypoaesthesia, dyspareunia, weight increased, irritable bowel syndrome, uterine polyp, alopecia, vaginal discharge and abdominal pain lower outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, depression, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, mood altered, neuralgia, ovarian cyst, pelvic pain, procedural pain, uterine haemorrhage, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: satisfactory placement of both essure coils (cont) (B)(6) 2014: hysterosalpingogram (cont.) - full occlusion of both tubes. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Updated suspect drug indication. Events abnormal uterine bleeding, moodiness, fatigue, vaginal bleeding, menorrhagia, depression, fibromyalgia, migraines, headaches, nerve pain, numbness in legs, painful sexual intercourse, weight gain, irritable bowel syndrome, endometrial polyps, hair loss, vaginal discharge, lower abdomen pain added event outcome was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority (reference number: FDA-2014-n-0736-1010) on 26-aug-2015 and was forwarded to bayer on 28-aug-2015. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("she bled for over 3 months straight/ abnormally heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In 2015, the patient experienced genital haemorrhage (serious criterion medically significant), ovarian cyst ("ovarian cyst") and anxiety ("emotional anguish"). In (B)(6) 2015, the patient experienced procedural pain ("following the partial hysterectomy, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), adnexa uteri pain ("started to have pain in ovaries"), pelvic pain ("chronic pelvic pain"), back pain ("severe lower back pain") and abdominal distension ("severe bloating ever since, looked 8 months pregnant"). The patient was treated with surgery (partial hysterectomy, left ovary and tube salpingooophorectomy and right tube salpingectomy.). Essure was withdrawn. At the time of the report, the abdominal pain, ovarian cyst, adnexa uteri pain, pelvic pain, back pain, procedural pain and anxiety outcome was unknown and the genital haemorrhage had resolved and the abdominal distension had not resolved. The reporter considered abdominal pain, genital haemorrhage, ovarian cyst, adnexa uteri pain, pelvic pain, back pain, abdominal distension, procedural pain and anxiety to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2014: hysterosalpingogram result was satisfactory placement of both essure coils (cont). On (B)(6) 2014: hysterosalpingogram (cont.) - full occlusion of both tubes. Quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 14-dec-2016: legal case - patient's information; essure indication and therapy dates; new events added; treatment provided; and action taken with essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and she bled for over 3 months straight (interpreted as genital bleeding) and experienced severe abdominal pain. She underwent a partial hysterectomy, left ovary and tube salpingooophorectomy and right tube salpingectomy. Essure coils were removed. These events are anticipated according to essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes and also abdominal pain may occur. In this particular case, consumer stated that she bled for over 3 months straight after essure's insertion. Considering the nature of the events and the compatible temporal relationship the causality cannot be excluded. In addition non-serious events were reported. This case was regarded as incident because surgical intervention was performed and device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. An updated ptc is expected. Upon receipt of follow-up information, this case became legal. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1010) on 28-aug-2015. The most recent information was received on 07-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("she bled for over 3 months straight/ abnormally heavy bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), facial paralysis ("bell's palsy") and autoimmune disorder ("autoimmune disorder type of disorder: symptoms") in a 34-year-old female patient who had essure (batch no. B94872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6, back pain, cervicalgia, malaise, fatigue, unspecified vitamin b deficiency, vitamin d deficiency, peripheral vascular disease, congestive heart failure, bell's palsy, tonsillitis, sinusitis and attention deficit disorder. Concurrent conditions included overweight, discomfort, facial paralysis, nerve pain, cervicalgia, pain in joint, carpal tunnel syndrome, night sweat, amenorrhea, adnexa uteri cyst, hepatic steatosis, hepatomegaly, hematuria, sleep apnea, snoring, insomnia, hypersomnia, sleep disturbance, numbness, hot flashes, seasonal allergy, rash, constipation, paraesthesia hand, carpal tunnel syndrome, lyme disease, rheumatic fever, snore, adnexa uteri cyst, fibromyalgia and osteoarthritis spinal. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2009 to (B)(6) 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 28 days after insertion of essure, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), mood altered ("moodiness"), fatigue ("fatigue"), depression ("depression"), dyspareunia ("painful sexual intercourse"), weight increased ("weight gain"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain") and autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced neuralgia ("nerve pain") and hypoaesthesia ("numbness in legs"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). In 2015, the patient experienced ovarian cyst ("ovarian cyst") and anxiety ("emotional anguish"). In (B)(6) 2015, the patient experienced procedural pain ("following the partial hysterectomy, plaintiff suffered a painful post-operative recovery"). In (B)(6) 2016, the patient experienced uterine polyp ("endometrial polyps"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("started to have pain in ovaries"), pelvic pain ("chronic pelvic pain"), back pain ("severe lower back pain"), abdominal distension ("severe bloating ever since, looked 8 months pregnant") and facial paralysis (seriousness criterion medically significant). The patient was treated with prednisone, estrogen nos (estrogen) and surgery (on (B)(6) 2015 partial hysterectomy, left ovary and tube salpingooophorectomy, right tube salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain was resolving, the genital haemorrhage had resolved, the uterine haemorrhage, ovarian cyst, adnexa uteri pain, pelvic pain, back pain, procedural pain, anxiety, mood altered, fatigue, vaginal haemorrhage, menorrhagia, depression, fibromyalgia, migraine, headache, neuralgia, hypoaesthesia, dyspareunia, weight increased, irritable bowel syndrome, uterine polyp, alopecia, vaginal discharge, abdominal pain lower, facial paralysis and autoimmune disorder outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, autoimmune disorder, back pain, depression, dyspareunia, facial paralysis, fatigue, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, mood altered, neuralgia, ovarian cyst, pelvic pain, procedural pain, uterine haemorrhage, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils left: 6 right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: satisfactory placement of both essure coils. Pregnancy test urine - on an unknown date: negative. (B)(6) 2014: hysterosalpingogram (cont.) - full occlusion of both tubes. CT scan: a large 4.5 cm adnexal cyst was seen on the left side. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record vaginal bleeding, abdominal pain, pelvic pain, headache, vision change, hair loss, ovarian cyst, fatigue, imitable bowel syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 28-aug-2015. The most recent information was received on 30-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("she bled for over 3 months straight/ abnormally heavy bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), facial paralysis ("bell's palsy") and autoimmune disorder ("autoimmune disorder type of disorder: symptoms") in a 34-year-old female patient who had essure (batch no. B94872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6, back pain, cervicalgia, malaise, fatigue, unspecified vitamin b deficiency, vitamin d deficiency, peripheral vascular disease, congestive heart failure, bell's palsy, tonsillitis, sinusitis and attention deficit disorder. Concurrent conditions included overweight, discomfort, facial paralysis, nerve pain, cervicalgia, pain in joint, carpal tunnel syndrome, night sweat, amenorrhea, adnexa uteri cyst, hepatic steatosis, hepatomegaly, hematuria, sleep apnea, snoring, insomnia, hypersomnia, sleep disturbance, numbness, hot flashes, seasonal allergy, rash, constipation, paraesthesia hand, carpal tunnel syndrome, lyme disease, rheumatic fever, snore, adnexa uteri cyst, fibromyalgia and osteoarthritis spinal. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2009 to (B)(6) 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 28 days after insertion of essure, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), mood altered ("moodiness"), fatigue ("fatigue"), depression ("depression"), dyspareunia ("painful sexual intercourse"), weight increased ("weight gain"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain") and autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced neuralgia ("nerve pain") and hypoaesthesia ("numbness in legs"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). In 2015, the patient experienced ovarian cyst ("ovarian cyst") and anxiety ("emotional anguish"). In november 2015, the patient experienced procedural pain ("following the partial hysterectomy, plaintiff suffered a painful post-operative recovery"). In (B)(6) 2016, the patient experienced uterine polyp ("endometrial polyps"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("started to have pain in ovaries"), pelvic pain ("chronic pelvic pain"), back pain ("severe lower back pain"), abdominal distension ("severe bloating ever since, looked 8 months pregnant") and facial paralysis (seriousness criterion medically significant). The patient was treated with prednisone, estrogen nos (estrogen) and surgery (on (B)(6) 2015 partial hysterectomy,left ovary and tube salpingooophorectomy ,right tube salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain was resolving, the genital haemorrhage had resolved, the uterine haemorrhage, ovarian cyst, adnexa uteri pain, pelvic pain, back pain, procedural pain, anxiety, mood altered, fatigue, vaginal haemorrhage, menorrhagia, depression, fibromyalgia, migraine, headache, neuralgia, hypoaesthesia, dyspareunia, weight increased, irritable bowel syndrome, uterine polyp, alopecia, vaginal discharge, abdominal pain lower, facial paralysis and autoimmune disorder outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, autoimmune disorder, back pain, depression, dyspareunia, facial paralysis, fatigue, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, mood altered, neuralgia, ovarian cyst, pelvic pain, procedural pain, uterine haemorrhage, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils left:6 right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: satisfactory placement of both essure coils (cont). Pregnancy test urine - on an unknown date: negative. (B)(6) 2014: hysterosalpingogram (cont.) - full occlusion of both tubes. CT scan: a large 4.5 cm adnexal cyst was seen on the left side. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record vaginal bleeding, abdominal pain, pelvic pain, headache, vision change, hair loss, ovarian cyst, fatigue, imitable bowel syndrome. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs received- new event bell's palsy, autoimmune disorder type of disorder: symptoms were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.